Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt340 adult breathing circuit failed the leak test on a servo-I ventilator. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The circuit was visually inspected, pressure tested and immersed in a water bath to check for leak. Results: the pressure test result revealed that the circuit was out of specification. The water bath test showed that the leak was through the elbow connector on the expiratory (evaqua) limb. Visual inspection revealed that there was not enough glue present in the evaqua limb connector, causing the reported leak. A lot check could not be performed as no lot information was provided. Conclusion: the observed leak was caused by insufficient glue being injected into the evaqua limb connector such that it did not form a permanent seal after release for distribution. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The hospital staff correctly checked the rt340 breathing circuit for leak before patient use, which is in line with our user instructions.